Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading was not reported. The customer stated that her insulin pump is out of warranty and she has already spoken with someone about upgrading. The customer is currently on a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.